Manufacturer narrative:
The report received from the (B)(4) study indicated that on the same day as the index procedure the patient had sudden onset of right hemiparesis diagnosed as a tia with residuals lasting longer than 3 months but with full recovery. In addition, the patient had stent thrombosis of the proximal left internal carotid artery with revascularization. The patient was discharged 15 days later with nih and rankin scores of 1. At the 30 day follow-up, nih stroke scale was 1 and rankin score was 0. Baseline nih and rankin scores were 0, respectively and the patient was asymptomatic at the time of the initial intervention. Pta was performed on a 90% occluded lesion in a severely calcified and moderately tortuous proximal left internal carotid artery. An angioguard was successfully deployed followed by a 9x40mm precise pro rx stent after which the angioguard was retrieved. There was debris in the basket upon retrieval. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite. After being in recovery for approximately one hour the patient began to exhibit signs and symptoms of dyspnea and right sided weakness and underwent CT scans which showed no evidence of cerebrovascular accident. It was suspected that she may have had a small embolic event which was not visible on the CT scan and was diagnosed with a tia with symptoms on the right side. The study stent was noted have a thrombosis resulting in revascularization. The thrombosis was noted to be unrelated to the device and the index procedure. She was sent to a hospital based nursing facility where she continued therapy and was put on aspirin and plavix where she improved remarkably. She was discharged to home with home health. A review of the manufacturing documentation associated with this lot 15407058 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15407058 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the (B)(4) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Adjudication minutes received 5/15/2012. The event of tia was changed to cerebrovascular accident (cva). The event began 2 hours after the index procedure instead of 1 as previously reported. The patient was taken back to the cath lab where angiography revealed a significant amount of thrombus within the stent. An angioguard was advanced and angioplasty performed with thrombus aspiration. Arteriography showed complete resolution of the thrombus. The patient had a brief episode of unresponsiveness during the procedure with fluttering of her eyes, but gradually regained consciousness completely and was able to move her right leg and arm at the time of transfer. A brain CT scan was normal. It was reported that the patient had partial recovery with minor residual deficits and was discharged to a hospital-based nursing facility for physical therapy. Updated complaint conclusion: the complaint conclusion has been updated to reflect receipt of the adjudication minutes and to amend the cc sequence of events. Adjudication minutes received 5/15/2012 have determined that the previously reported tia was adjudicated as a cerebrovascular accident (cva). The report received from the (B)(4) study indicated that on the same day as the index procedure, the patient had sudden onset of right hemiparesis diagnosed as a tia with residuals lasting longer than 3 months but with full recovery. In addition, the patient had stent thrombosis of the proximal left internal carotid artery with revascularization. The patient was discharged 15 days later with nih and rankin scores of 1. At the 30 day follow-up, nih stroke scale was 1 and rankin score was 0. Baseline nih and rankin scores were 0, respectively and the patient was asymptomatic at the time of the initial intervention. Pta was performed on a 90% occluded lesion in a severely calcified and moderately tortuous proximal left internal carotid artery. An angioguard was successfully deployed followed by a 9x40mm precise pro rx stent after which the angioguard was retrieved. There was debris in the basket upon retrieval. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite. After being in recovery for approximately two hours, the patient began to exhibit signs and symptoms of dyspnea and right sided weakness and underwent CT scans which showed no evidence of cerebrovascular accident. It was suspected that she may have had a small embolic event which was not visible on the CT scan and was diagnosed with a tia with symptoms on the right side. The event began 2 hours after the index procedure instead of 1 as previously reported. The patient was taken back to the cath lab where angiography revealed a significant amount of thrombus within the stent. An angioguard was advanced and angioplasty performed with thrombus aspiration. Angiography showed complete resolution of the thrombus. The patient had a brief episode of unresponsiveness during the procedure with fluttering of her eyes, but gradually regained consciousness completely and was able to move her right leg and arm at the time of transfer. A brain CT scan was normal. It was reported that the patient had partial recovery with minor residual deficits and was discharged to a hospital-based nursing facility for physical therapy. A review of the manufacturing documentation associated with this lot 15407058 presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The report received from the (B)(4) study indicated that on the same day as the index procedure at some point after it, the patient had sudden onset of right hemiparesis that was diagnosed as a tia. The residuals lasted greater than 3 months. In addition, the patient had stent thrombosis of the proximal left internal carotid artery with revascularization. The patient was discharged 15 days later. Nih and rankin scores were 1, respectively. On the 30 day follow-up, nih stroke scale was 1 and rankin score was 0. The patient exited the study after completing all the required study follow-up. The patient was asymptomatic at the time of the intervention. Baseline nih and rankin scores were 0, respectively. Pta was performed on a 90% occluded lesion in the proximal left internal carotid artery of 30mm in length in an 8.0mm vessel diameter. The arch I lesion was eccentric, severely calcified with moderate tortuousity. An 8mm embolic protection device was successfully deployed but it was not documented if the lesion was pre-dilated. A 9x40mm precise pro rx stent was successfully deployed and the angioguard was retrieved. There was debris in the basket upon retrieval. There were no procedural complications and the patient was neurologically intact upon leaving the angio suite.

Manufacturer narrative:
Concomitant devices (index procedure): angioguard rx, catalog number 801814rmc, lot number 10511503. Concomitant medications : pre-procedure medications included aspirin. Heparin was administered during the procedure. Post-procedure medications included aspirin and clopidogrel. This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.